Event description:
Reportable based on the analysis completed (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty, a 1.5mmx20mmx142cm coyote es balloon would not cross the lesion. Access was obtained via the femoral artery. The 100% stenosed lesion was located in the moderately tortuous femoral artery. The physician advanced a 1.5mmx20mmx142cm coyote es balloon and it was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. Returned product analysis revealed a pinhole in the balloon.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found there was blood and contrast in the inflation lumen and balloon. There was a pinhole in the balloon wall 13.5 mm from the tip, aligned with the distal edge of the proximal markerband. Magnified inspection also revealed scratches on the outer shaft in an area 6-12 cm from the distal tip. There was no other damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).